Manufacturer narrative:
The reported event of electronics performance indicator was not confirmed. The device was received from the field with battery voltage in elective replacement indicator (eri) level. Electrical analysis performed did not find any anomaly. There was evidence from the device image that autocapture feature was enabled and operated in high output mode at times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing. Longevity assessment was performed, based on average current drain settings, and the device has exceeded the total projected longevity.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Further information was requested, but not yet available.